Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the individual dressing packets were not sealed properly in one box of five dressings. The dressings were not used on a patient (s). Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review has been completed and no discrepancies were found. Machine logs have been checked and no discrepancies have been found. Preventive maintenance logs have been checked. The product was sterilized and all the results were within specification. The products were released. The production process, in-process testing and packaging of products was run accordance with the product instructions. Visual inspection was performed and completed at the beginning of the order and every hour there after until the order was completed per specification. No nonconformity was registered during the manufacturing process of (B)(4). This is the only complaint received for the affected lot. Photographs were received and evaluated. The photographs confirm that this is a convatec product, the batch number and the complaint issue. All relevant operators will be informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.